Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation, nerve stimulation and diaphragmatic stimulation. The right ventricular (rv) lead dislodged and there was no capture. The lead was explanted and replaced. During the lead replacement, it was noted the lead helix was still extended and visually appeared to be bent and the last turn of the helix visually appeared to be extended or stretched. No further patient complications have been reported as a result of this event.